Event description:
During a rectum resection procedure, the device was empty; it did not staple. The case was completed by overstitching. No further information is available. There was no reported pt consequence.